Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional patient or event information is available. No data was provided for investigation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation but the investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the reported event loss of connection could not be determined. The root cause could not be determined.